Manufacturer narrative:
Additional lot numbers field: 30497311, 29779214, 32264212, 32264411. The customer¿s strips were not available for return because they are now expired and no longer available. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter complained of discrepant inr results, for 27 patients, with coaguchek xs meter with an unknown serial number when compared to a laboratory result using an unknown method. See attachment (B)(4) for results. The patients therapeutic ranges were not provided.